Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total extraperitoneal procedure, the valve seal disengaged. The surgeon investigated the product by crushing it so as to check that nothing had fallen into the abdomen cavity. It was noted that there was rapid loss of abdominal pressure due to the device issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic totally extraperitoneal (tep) repair, during pre-peritoneal space creation, the valve seal disengaged. The surgeon investigated the product by crushing it so as to check that nothing had fallen into the abdomen cavity. The valve seal was retrieved with a hand instrument as reported. It was noted that there was rapid loss of abdominal pressure due to the device issue. A gauze was used to seal the trocar insertion hole to resolve the issue in order to complete the case. There was no patient injury.